Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, physical injury, bodily impairment and elevated metal ion levels. There has been no reported revision procedure to date. A review of the invoice history confirm the initial surgery date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06611 & 06612).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06611 & 06612).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, physical injury, bodily impairment and elevated metal ion levels. There has been no reported revision procedure to date. A review of the invoice history confirmed the initial surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2014 due to pain. Prior to the procedure, an MRI showed a possible pseudotumor. Operative note further reported no obvious sign of metal-on-metal reaction and no metallosis during the revision procedure; a synovectomy was performed. There was no mention of pseudotumor in the description of the procedure. The metal-on-metal head was removed and a ceramic head, taper adapter, and liner were implanted.